Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test (system volume too low) during the pre-use check. The conclusion was that the reported internal leakage test failure was resolved by replacing the damaged nozzle unit. The device logs were not received and no parts have been returned for investigation as the part was discarded at customer end. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).